Manufacturer narrative:
The affected tubing has not been returned, they were requested to be return for further investigation. The complaint will be reopened and updated in the event the affected bags involved or additional information becomes available and a follow up MDR will be submitted.

Event description:
On 06/18/2024, zyno received a report from the customer that they were experiencing multiple failures with the tubing when running propofol through the pump. No patient injury/harm reported.

Manufacturer narrative:
This follow-up 1 report includes corrections to b.4, g.3, g.6, h.2, h.6, h.10, and h.11 because it was discovered that this medwatch report was inadvertently submitted under the incorrect manufacturer (MFR) report #. Refer to h.10 for the correct MFR. Report #. Note: the correct medwatch, listed in h.10, was submitted to FDA on the day the inadvertent report was discovered (18-jul-2024).